Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery failed to operate properly. The power was set to 3. The cautery would engage without the harvester activating the toggle and would not engage when the toggle was activated. This happened a couple of time before they decided to remove the device from the surgical field. A new device was used to complete the procedure. There was no significant delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrected sections: d4--unique identifier (UDI) # corrected (B)(4). A3-- "male" should be removed from the section, as there is no information provided from the hospital to support this. The device was returned to the factory for evaluation on 08/20/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations, however it did not always shut off when the toggle was released. The device remained activated when the toggle was released but the jaws were still closed, unless the toggle was manually moved forward. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device successfully transected tissue four (4) times. No further testing was conducted due to the self-activation. An engineer evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. Based on the returned condition of the device as well as the evaluation results, the reported failure "device remains activated" was not confirmed. The lot # 3000353455 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.